Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00269 on 01-dec-2023. Additional information (12-dec-2023): reagent issues were ruled out as there were no reports of issues with quality controls or other patient samples. Based on the available information, siemens determined short sample or sample integrity issues potentially contributed to the falsely depressed troponin patient result. System is fully operational. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed troponin patient result was generated for one patient on a dimension exl 200 instrument. The initial result was not sent to the physician(s). The same sample was repeated on the same instrument twice. The repeat results were reported, as the correct results, to the physician(s). There were no known reports of patient intervention or adverse health consequence due to this event.

Manufacturer narrative:
An outside of united states (ous) customer reported that a discordant, falsely depressed troponin patient result was generated for one patient on a dimension exl 200 instrument. The employee contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. A visual check of the sample arm and sample tube were performed. They were well centered and not bent, tubing was in good condition, including clot detector and syringe. There were no clot detection errors at the time of the event. All system checks were acceptable.